Manufacturer narrative:
This event involve all four roller pumps on one system. See related mdrs: 1828100-2013-00021, 1828100-2013-000222, 1828100-2013-00023, 1828100-2013-00024 and 1828100-2013-00127.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user received a "cover-open" alarm of the main pump and vent pump, which displayed on the central control monitor (ccm). The alarm sounded without cause (both pump's covers were closed). Afterwards, there was no error message on ccm, but the alarm continued to sound. After the user escaped from the perfusion screen, entered perfusion screen again, the alarm still did not cancel. The user rebooted the system and the error/alarm canceled. They continued to use the system for operation and there was no error during operation. The surgical procedure was completed successfully and there were no delays, no blood loss or no adverse consequences to the pt.